Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Per sales rep, surgeon was trialing 32mm +8 head. When he went to relocate the hip the head fell off and is now in the abdomen.